Event description:
Central supply supervisor reports continuous breakage of wheels, casters, handles on IV poles. Facilities department will repair or replace wheels or casters. If the IV pole or handle is cracked the entire pole is thrown away or used for parts. It is understood that these poles are used heavily.